Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported the patient had their generator and lead removed due to issues with lead tie-downs breaking through the skin in the neck and subsequent infection. Per the surgeon, the lead were not properly tied down as the suture was superficial. It was noted the patient was also manipulating the lead, which did not help the situation. There was also more concern for the patient as the patient is hiv positive. Cultures were taken. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received.